Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump was alarming battery out limit while he was in the hospital. Customer stated his blood glucose was in the 400 to 500 mg/dl range because of kidney stones. The hospital didn't like the fact that the customer was on the insulin pump. Her blood glucose was 22 mg/dl or 28 mg/dl and was found unconscious. Customer states he was not hospitalized her spouse was able to treat her. Customer declined troubleshooting. Customer stated she took the battery and was at the hospital. When she inserted the battery it alarmed battery out limit. Customer doesn't know blood glucose level at the time of the alarm. She was advised the alarm was normal behavior. Customer is not returning the device for further analysis.